Manufacturer narrative:
The battery was returned for analysis. Functional testing determined that the returned battery only measured 2.255 volts. A battery that becomes this depleted is normally the result of an accompanying ups containing blown fet's or an issue with the charging circuit. The ups from this site has not been returned yet. Codes associated with the battery: fdr, fdc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: unknown. Product ID: 9735787r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the stealth when plugged in you can hear the fan cut on, nothing appears on the screen, the power button does not light up. The surgeon called the ent rep and the rep said it might be a good idea to switch over to the fusion. There was a delay of less than 1 hour (10 minutes). No patient impact was correlated with this event. On 2020-jan-24 additional information received: the clinical specialist called during system checkout to troubleshoot: system would not boot, power light was not illuminated.ups lights were out, v1 was illuminated and ac power. Shipping battery and ups. On 2020-jan-24: new information received: surgeon's name provided

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6). Product ID: 9735787r, serial/lot #: (B)(6). H3: the ups was returned for analysis. Functional testing determined that the returned ups was bench tested and found to have blown fet's. Otherwise, the twelve and forty eight volt outputs measured normal voltage and the power switch functions normally. Codes associated to the ups: fdr 120, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 correction: the ups and battery were replaced during checkout to resolved the issue. Fdm 10, fdr 120 fdc 4307 still applies to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.